Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. H6: device code 2017- failure to follow steps / instructions - no femoral angiogram performed. The device was not returned for analysis. It should be noted that the perclose proglide instructions for use (IFU) states: prior to deployment of the perclose proglide smc device, perform a femoral angiogram to evaluate the femoral artery site for vessel size, calcium deposits, tortuosity, and for disease or dissections of the arterial wall to avoid device cuff misses (device needles not engaging with the cuffs) and / or posterior wall suture placement and possible ligation of the anterior and posterior walls of the femoral artery. It is unknown if the IFU deviation would have contributed to the reported event. A review of the lot history record and complaint history could not be conducted, because the lot number was not provided. In the absence of device returned for analysis, a conclusive cause for the reported suture capturing stenosis could not be determined. The reported patient of stenosis is a known inherent risk of the procedure. The subsequent treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication a product quality issue with respect to manufacture, design or labeling of the device. The other four perclose proglide devices referenced in b5 are being filed under separate medwatch report numbers.

Event description:
It was reported that suture placement in the right common femoral artery was attempted with three proglide devices using the pre-close technique via a 6f sheath prior to a abdominal aortic aneurysm (aaa) interventional procedure. A femoral angiogram was not performed. Reportedly, cuff misses occurred with the three proglide devices. The sutures of two new proglide devices were successfully pre-placed. A sheath greater than 8.5 was placed and the aaa procedure was completed. Hemostasis was achieved with the pre-placed proglide sutures; however, an ultrasound was performed and stenosis at the closing area was revealed. The physician thinks that the stenosis was caused by tissue above (outside the vessel) being captured by the suture /knot. The groin was opened and tissue between the vessel wall and the knot was cut and removed. The two pre-placed sutures remained in place, maintaining hemostasis. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.